Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
While inserting a PICC, the sherlock tip tracking device did not track the actual PICC coming in. Instead there was what appeared to be several glitchy looking images on the screen, appearing and disappearing quickly and frequently at areas that did not match up to where the PICC tip would be.